Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a belt slip error on the roller pump. The perfusionist (ccp) backed off the occlusion keeping the roller pump from stopping. The device was not changed out, as they continued to use the pump for the case. The ccp backed off occlusion keeping pump from stopping. He had a back up ready but never used it. No pt harm or effect. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: the involved roller pump was being used as a vent. At slow pump speeds, the perfusionist (ccp) noticed 'belt slip" was being displayed on the local pump display. The pump never stopped, but again at slow speeds moved in a pulse like fashion. The ccp loosened the occlusion, slightly, and that helped and occurrence of the belt slip message. The case was completed successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Eval is in progress, but not yet concluded.